Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 4/28/2016 with the following findings: during testing, it was observed that the battery compartment was cracked along the side. Unrelated to this issue, the returned battery cap had a damaged coin slot and was difficult to remove from the pump. Also unrelated to this issue, the display screen was dim and discolored and the bolus button cover was torn but the bolus button was still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a damaged battery cap and a dim and discolored display screen. This report is made based on results of investigation completed on 4/28/2016.